Event description:
It was reported that customer was hospitalized back in 2013 due to a bent cannula which led to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose reading at the time of emergency room visit was 610+ mg/dl. Customer stated that she saw a neurologist who believed the customer may have had a mini stroke during that period. Customer was wearing the pump at the time of emergency room visit. Customer stated that she was treated with an insulin drip and was kept for a few days until she could eat. Customer also reported a cracked insulin pump and the pump was replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.